Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: (B)(4), mfg date 02/17/2011, exp date 02/03/2013.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis (ipp) device removed on (B)(6) 2018 because the right cylinder eroded distally. An ams700 cx 18cm preconnect device and 100ml conceal reservoir.